Event description:
It was reported that a competitor's lens tore when using the indigo-p injector. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch shall be sent.